Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the central processing unit (cpu) and motor controller (mc) printed circuit board (pcb). Multiple attempts were made to retrieve the repair information; however, no response was received. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the v60 ventilator generated a backup alarm failed error code. The ventilator was not in use on a patient at the time of the reported event.